Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device shocked the user while pressing the shock button . Complainant indicated that there was no adverse effect to the patient or the user due to the reported malfunction.